Manufacturer narrative:
(B)(4). Customer has not indicated that the product will be returned to zimmer biomet for investigation as it currently remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient underwent treatment of a femur fracture with a screw. Approximately five months post-implantation patient received a steroid injection for pain. Subsequently, five months later x-rays taken showed the screw migrating into the joint space. The screw has been indicated for removal. No additional information is available.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of x-rays confirmed the reported event. X-ray evaluation noted slipped capital femoral apophysis, partial collapse of the right femoral epiphysis with screw extending to the acetabulum and associated subchondral cyst seen within the acetabulum in this region. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause is determined to be the patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.